Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not charge batteries. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. The unit was not seated correctly in the cart. Fixed over the phone with the customer. A supplemental report will be submitted upon completion of our investigation. No service requested.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (health effect ¿ clinical codes). It was reported that the cardiosave intra-aortic balloon pump (iabp) would not charge batteries. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. Unit was not seated correctly in the cart. Fixed over the phone with the customer.